Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported per field service report symptom - would not inflate balloon. Used a second pump and inflated balloon. No harm to patient. In biomed would keep doing fills every 5 minute or so. Findings/action taken: customer volume cal is leaking - order in part for them. With my test equipment could not repeat problem. Ran 3 different (B)(4) tests and many start ups. Performed functional check - passed. The pump is back in service. No medical/surgical intervention was needed. Delay or interruption in therapy only the time to switch pumps out. There was no report of patient death, complications or injury. The patient outcome is no harm to the patient.